Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in moderately tortuous and severely calcified lower limb artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during third inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.